Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the v4 segment of left vertebral artery , an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 8028667) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31040328) and could not pass through the microcatheter (mc). The stent was unable to advance or withdraw, then the physician removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. Additional information received on 01-nov-2023 indicated that they were not able to move the device at all due to the resistance. They were not able to torque the device. No other devices were used successfully with the concomitant device prior to the encountered resistance. The procedure was prolonged for about 20 minutes due to the event. A non-sterile 150cm x 5cm prowler select plus was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was observed that the delivery wire of the involved enterprise remained inside of the returned microcatheter. The microcatheter was visually inspected and no apparent damage was found. (I.e., no kinks, bents, or compressions). The received microcatheter was flushed in order to try to remove the involved enterprise; however, a strong resistance was felt. Then, the microcatheter was dissected on the distal portion; dried clots and residues of dried blood were found in the inner lumen. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and the outer diameter (od). The issue reported regarding the microcatheter being obstructed was confirmed due to the findings mentioned above. The clots found inside the microcatheter suggest that an adequate flush was not maintained. According to the risk documentation, a continuous flush not maintained is a potential failure mode that can cause air in system or stagnant blood. Also, insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. With the information available and the evidence obtained from the returned device, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31040328 number, and no non-conformances related to the malfunction were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00813.

Event description:
As reported by the field, during a stent assist coil embolization to the v4 segment of left vertebral artery, an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 8028667) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31040328) and could not pass through the microcatheter (mc). The stent was unable to advance or withdraw, then the physician removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. Additional information received on 01-nov-2023 indicated that they were not able to move the device at all due to the resistance. They were not able to torque the device. No other devices were used successfully with the concomitant device prior to the encountered resistance. The procedure was prolonged for about 20 minutes due to the event.